Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a user advisory 12 (lifeband not present) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was the switch lever not being parallel to the switch case. The archive data revealed that the autopulse platform displayed ua12, confirming the complaint. The autopulse platform failed functional testing due to ua12 displayed upon powering on, confirming the complaint. The switch lever was adjusted parallel to the switch case and the screws holding the lifeband clip detect switch were torqued to specification. The platform was tested using the mztf until the battery was completely discharged, with no faults or errors detected. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that during their monthly preventive maintenance check, their autopulse platform (sn (B)(6) displayed a user advisory 12 (lifeband not present) message. Ua12 indicates that the lifeband is not properly installed, typically because the band clip does not engage the safety switches on the platform driveshaft. The customer confirmed they are familiar with the autopulse platform and have already completed all standard troubleshooting, including removing and reinstalling the lifeband, ensuring proper seating and alignment, and restarting the unit; however, the ua12 error persists intermittently. No patient involvement.